Event description:
It was reported that, after a tha in which an artiqo shell, smith & nephew stem and biolox delta ceramic bearings had been implanted on the right hip, the ceramic bearings broke. A revision surgery was performed on (B)(6) 2020 to exchange the inlay to crosslinked pe and plug-on head with metal sleeve / ceramic. A thorough debridement was also performed. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, after a tha in which an artiqo shell, nanos stem and biolox delta ceramic bearing had been implanted on the right hip, the ceramic bearing broke. A revision surgery was performed on (B)(6) 2020 to exchange the inlay to crosslinked pe and plug-on head with metal sleeve / ceramic. A thorough debridement was also performed. The explanted components were given to the patient and are not available for examination.

Manufacturer narrative:
Results of investigation: t was reported that a revision surgery was performed, due to breakage of a biolox forte ball head (75007441). How exactly the ball head, used in treatment, broke is not known. Based on a picture of the part which was received, we can confirm that the ball head has fractured into several pieces. The received medical documentation was insufficient to determine the root cause of the reported ball head fracture. The batch records could not be reviewed as no batch number was communicated. A complaint history review did not show any further complaint for the part in question regarding the same failure mode. The risk of a ball head fracture is covered through the corresponding risk management files. In the IFU (12.23. Ed 05/16) implant fractures are listed as potential risks. The insert was not a smith and nephew device. Therefore, the combination of the ball head and the insert is not approved by smith and nephew. To what extent the combination of the ball head with a third party product contributed to the reported issue cannot be determined. Additional attempts to get more information from the complaint were performed but no response was received. If further information or the part becomes available, this complaint will be reassessed. To date, the need for further action is not indicated. Smith and nephew will monitor this device for further similar incidents.